Manufacturer narrative:
Testing by MFR found device fully functional.

Event description:
Report of alleged "all leds on with constant single tone alarm. No volume delivered. Found during bench testing."